Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a few days ago, the recipient received a hit to the head. After the incident the recipient could not hear with the device. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that a few days ago, the recipient received a hit to the head. After the incident the recipient could not hear with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that the recipient received a blow to the head. After the incident the recipient could no longer hear with the device. The user has been re-implanted.